Event description:
Information was initially reported in manufacturer report #3004209178-2012-10837 but an additional review determined it was a separate event. It was reported that while interrogating the pump, after the programmer head, "mouse," was placed on the patient's pump, the programmer had shut off. The programmer was turned back on and the device was successfully interrogated. The printout indicated the pump had stopped for one minute. The pump was reprogrammed and successfully reactivated and the dose was increased. The printout indicated the pump status was simple continuous. The battery life had indicated 33 remaining months. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# n171047008, implanted: 2008 (B)(6), product type catheter product ID: 8840 lot# serial# unknown, product type programmer, physician. (B)(4).